Manufacturer narrative:
Correction: date of implant should have been (B)(6) 2017 instead of (B)(6) 2018.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that whole system was explanted due to infection. Temporary lead was used since the patient was pulse generator dependent and was later implanted with new system on (B)(6) 2018. The patient was fine after both procedures.